Event description:
Additional information received indicated that the neurostimulator had normal battery depletion and that the patient recovered without sequelae.

Manufacturer narrative:
Analysis of neurostimulator model 3023 (B)(4) showed no significant anomalies. The neurostimulator was at end of life when it was received. There was a good stable output measured on the distal end of the attached extension, in reference to the case, before battery went to end of service. Visually, the insulation and can were scratched. The battery had expanded. Analysis of extension model 3095-10 (B)(4) showed no anomalies. There was a good stable output measured on the distal end of the attached extension, in reference to the case, before battery went to end of service. Analysis of neurostimulator model 3058 (B)(4) found that the setscrew backed out too far. Small chips of tecothane material had been cut free by the set screw. The set screw was still engaged in set screw block threads, and tightened properly to lead during testing. A known good lead was fully inserted into the neurostimulator port. The output was tested at the distal end of the good lead and observed to be stable, in reference to the case. There were no issues when pressing on the can.

Event description:
It was reported that the physician was not able to insert the lead into the header block of an implantable neurostimulator (ins), during an ins replacement surgery for normal battery depletion. Another ins was used to complete the surgery. It was noted that the patient had no complications post-surgery and they were doing fine. The new ins was programmed successfully and was functionally normal. If additional information becomes available, a follow-up report will be filed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Lead model 3889-28 lot#j0235645v implanted: (B)(6) 2003 explanted: na extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2003 explanted: (B)(6) 2011 programmer model 3031a serial# (B)(4) ipg model 3058 serial# (B)(4) implanted: na explanted: na ipg model 3023 serial# (B)(4) implanted: (B)(6) 2011 explanted: na extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2011 explanted: na.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.